Manufacturer narrative:
Additional info will be provided once the investigation is completed. (B)(4).

Event description:
It was reported that the lightcable flickers while connected to the l9000 lightsource and while the lightsource is in run mode. The flickering occurs while the lightcable is moved around slightly as well as when it is stationary. It was further reported that this happened while using 4 different l9000 lightsources, 2 different lightcables, and 2 different scope adapters. The lightcable was re-seated several times to try to overcome the flickering effect. There was no resolution to the problem.